Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pace impedance measurements on this right atrial (ra) lead. No adverse patient effects were reported. At this time, this device system remains in service.